Event description:
When inserting the PICC, there is a rubber stopper holding the wire that is inside the PICC catheter. The job of this rubber stopper is to hold the wire so that it does not move, and to keep the end of the catheter sealed so that air does not enter the line, and blood and fluid do not leak out. In some at the kits recently, and the one used on this pt, the rubber stopper holding the wire in placed inside the catheter does not fully seal. During insertion, when the PICC or midline containing the wire is checked for blood return, air enters the clear plastic extension piece, putting the patient at risk for air embolism, and if flushed leaks out where the wire goes in. In order to prevent an air embolism for this pt, the line was not flushed until the faulty stopper and the wire were removed. Any remaining air was withdrawn from the PICC. The pt did not receive any air through their line. This stopper is a new design. It used to be thicker.